Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system. The damaged lens was returned to eyeonics and evaluated. The visual inspection under microscopic magnification revealed that the haptic was torn near the hinge. The findings are consistent with damage caused by lens injector use.

Event description:
The physician reports, that the crystalens haptics tore when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.